Event description:
The bsn sales representative reported that a patient's precision system was explanted due to an epidural hematoma. According to the physician, the hematoma is not device related. The bsn sales representative reported that no other medical treatment was given to the patient. The physician would not provide any further details other than the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.